Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient was asymptomatic. Isometric arm movements did not reproduce the noise. No medical intervention was performed; the doctor elected to monitor the patient. No further information was reported.